Manufacturer narrative:
Correction information. D4:unique identifier (UDI) . G4:premarket identification PMA/510(k). G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: sales rep reported no illumination. The sales rep stated there is no light when you turn on the lamp and there is also no image. The processor sometimes doesn't event detect that this scope is plugged in at all. Also, after plugging in the scope there error message - an error occurred during initialization of patient database - came on the processor. The scope has been in service 4 times since june.tier 2 therefore, we checked the returned unit and confirmed that the ccd module failure. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the operation channel cut, the lg cable connector fluid damage, the remote control buttons perforated, the air/water nozzle sharp, the operation channel leaky, the lg cable connector corroded, and the lg cable connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10cl-us available in the united states with a 510k number k190805. (B)(4). The user facility responded to a good faith effort request via email on 08-nov-2021 and stated that failure was observed during the pre-inspection check and the facility did not notify the authorities. The patient was not already prepped for the diagnostic procedure and there was no injury or delay in the procedure which would require medical intervention such as additional anesthesia or prolonged hospital stay. The endoscope was not used to complete the procedure. The product was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. And the facility does perform pre-inspection checks and follow all accessory and reprocessing instructions for use. The customer owned endoscope was received by pentax medical for evaluation on 09-nov-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint and documented the following inspection findings: image blackout, core corroded, leak at biopsy channel (large/ primary) distal side, failed wet leak test, pve connector housing corroded, pve electrical connector frame has severe corrosion, failed dry leak test, customer complaint confirmed, operation channel- primary slice by accessory, fluid invasion in pve connector, core holding plate corroded, hole in # 1 remote control button cover, shield cover corroded, water nozzle has sharp edges. The device will undergo repairs including the following components and be returned to the customer once completed: o-rings and seals, distal end assy w/cmos-m wo/pcb, pcb for driver (cmos), connector frame assy, adjusting collar, angle wire assy, bending rubber, heat dissipation sheet(1). The endoscope is awaiting repair and approved by final qc as of 30-nov-2021. Model ec38-i10cl-us, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 09-nov-2021, a device history record(DHR) review for model ec38-i10cl, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 22-feb-2021 under normal condition. The endoscope was reworked for a hole at the tip including adhesive repainting and passed all required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 24-feb-2021. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The information provided indicated that when the endoscope is turned on there is no image involving pentax medical video colonoscope model ec38-i10cl-us, serial number (B)(4). The processor sometimes doesn't detect that the scope is plugged in. After plugging in the scope the user received an error message "an error occurred during initialization of patient database" came on the processor. There was no report of death, serious injury or any event requiring medical intervention.